Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as date.

Event description:
Healthcare professional reported left side capsular contractures, baker grade iii and exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contractures, baker grade iii and exchange of textured devices due to patient's concern with product.

Event description:
Healthcare professional reported left side capsular contractures, baker grade iii and exchange of textured devices due to patient's concern with product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.